Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d154vrc implantable pacemaker cardio/defib. (B)(4).

Event description:
It was reported that the patient presented after hearing alarm tones which were trigged due to right ventricular (rv) leads short ve ntricle-ventricle (v-v) intervals, artifacts and non-sustained ventricular tachycardia (nsvt) episodes. Therefore programming was done setting detection to 'off' and the patient was hospitalized pending revision of the rv leads. No patient complications have been reported as a result of this event.